Event description:
Sorin group italia received a report that high transmembrane pressure occurred during a procedure. Medical team elected to administer mag 2gm and albumin 12.5gm. Surgery was completed without any need for unit change-out. There is no report of any patient injury.

Manufacturer narrative:
H.10. Livanova manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in united states. Through follow-up activity, livanova learned that these drugs were given because of increased pressure drop. They are not part of standard clinical protocol. In addition, it was established that no pre-membrane and post-membrane pressure values were measured. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova requested support of medical expert to evaluate the clinical effects of reported administration of magnesium and albumin. Medical expert confirmed that the use of albumin is part of the common practice in the priming volume in order to make it more compatible. There is no clinical evidence that albumin actually reduces the platelet activation. This is applicable to magnesium too. In conclusion, use of albumin and magnesium is not intended as a medical intervention to preclude serious injury but rather as a hospital practice without any direct impact on the coagulation. As per the above, the event has been reassessed as no longer reportable.

Event description:
See initial report